Event description:
The customer reported that the system was not usable with both control panels not functioning. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel was replaced during the service call. The system was tested and found to be working as intended and put back into service.